Event description:
It was reported that bd intima-ii¿ closed IV catheter system was damaged. This was discovered before use. The following information was provided by the initial reporter: at about 10 o'clock in the morning, the intravenous puncture was performed for the child, and it was found that there was bifurcation at the tube of the indwelling needle, which could not be used normally. Therefore, a new indwelling needle was immediately replaced, which did not affect the treatment of the child.

Manufacturer narrative:
H.6. Investigation summary : a device history review was conducted for lot number 9169546. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was damaged. This was discovered before use. The following information was provided by the initial reporter: at about 10 o'clock in the morning, the intravenous puncture was performed for the child, and it was found that there was bifurcation at the tube of the indwelling needle, which could not be used normally. Therefore, a new indwelling needle was immediately replaced, which did not affect the treatment of the child.